Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer followed corrective steps provided by technical support, which included reverting to multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer and instructed them on how to handle the return of the faulty pump. The customer understood and acknowledged all provided instructions and details.